Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since electrodes have been placed in a different position than intended, although: there is no indication of a systematic error or problem of the brainlab device, the corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place, there have been no negative clinical effects reported to brainlab regarding this specific patient. According to results of brainlab investigation the root cause is a shift in the image fusion between the image set containing the headring-specific coordinate system and the image set containing the planned trajectories. The automatic fusion did not provide a result that was as accurate as desired for this specific procedure. This inaccurate fusion was apparently not detected with the according verification functionalities of planning software that are available. There is no indication of a malfunction or quality or performance issues with the brainlab device. According to brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
For a cranial surgery to place 7 electrodes for a stereoelectroencephalography (seeg) the trajectories, to be applied with a stereotactic arc, have been planned with the aid of the brainlab plan stereotaxy software. In preparation of the surgery the surgeon: loaded 15 different image data sets of this patient into iplan stereotaxy software. Fused all image data sets using the automatic image fusion function. Performed a localization in one image data set (mr#12) to provide a headring-specific coordinate system in which it is possible to calculate the arc settings for planned trajectories. Planned the trajectories for the 7 electrodes in another image data set (mr#15). After the surgery the surgeon compared the postoperative CT image data set with the treatment plan and detected that the electrodes have been placed in a different position then intended. There have been no negative clinical effects or any corrective actions reported to brainlab regarding this specific patient.